Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04553. It was reported the pt had experienced heat at the ipg site while recharging. The pt reported she had placed towels in between the charging system and the ipg but the uncomfortable sensation had persisted. A replacement charging system was sent to the pt. Follow up on the pt status identified the pt had received the replacement charging system and had used the device multiple times with no further heating sensation.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.